Manufacturer narrative:
Insulin pump passed displacement test and self test, no missing segment noticed during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank screen. The customer¿s blood glucose was unknown at the time of the incident. The insulin pump had battery fail alarm and the customer made the insulin pump to work but it got a black screen again. The customer stated that the black screen did not disappear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.